Event description:
The mityvac m-style mushroom cup vacuum was placed on the pt's head and a low-pressure suction was established. The head had significant molding and caput, but the station was between +2 and +3. The caput was visible at the introitus. The vaccum was placed on the caput posterior to where the anterior fontanelle was palpable. When a uterine contraction began, the pressure was increased to the green zone and traction with moderate force was given. During the first push of that contraction, the seal of the vacuum began to break and some of the vaginal mucosa was drawn into the suction cap and therefore the suction was released. The next contraction also resulted in the seal breaking when initial traction was applied and only part of the pt's pushing effort with that contraction could be utilized. The third attempt was again noted to incorporate some of the soft tissue within the seal during the pull and was not felt to be an optimal amount of traction. Despite the less than adequate attempts to assist delivery thus far, the head was noted to progress further down the vaginal canal. As the seal of this vacuum did not appear to be working properly, a second vacuum cup was requested and the pt pushed with another contraction with no assistance. The second vacuum was placed and three pushes on the pt's part were accomplished with one pull on operator's part. The vacuum did pop off at the end, but significant progress was made, and at this point the head was so low that it was operator's judgement to cut an episiotomy.